Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement of 127 ohms detected via the patient¿s remote monitoring system. Boston scientific technical services (ts) provided options and discussed that high shock impedance measurements were not unusual for single coil leads. Additional information received indicated the cause of the observation was not determined and no intervention was performed at this time. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.